Manufacturer narrative:
Updated: d9. This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the device the a- rubber/sheath around the insertion tube was ripped, with exposed fiber wires, however, this was incorrectly reported, and this issue would be unlikely to cause or contribute to a death or a serious injury if it were to recur. The subject device was returned, and no reportable malfunctions were found. A supplemental report will be submitted if additional reportable information becomes available.

Event description:
No additional information rec from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cystonephrofiberscope exhibited the rubber around the insertion tube was ripped, with exposed fiber wires. The event occurred during reprocessing. There were no reports of patient involvement.